Event description:
The patient reported feeling something hot while the doctor was performing a procedure. The doctor checked the head of the handpiece and could feel the heat through the glove. No injury or effect to the patient was observed.